Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cgm alert did not sound or vibrate on the pump. Customer verified alert occurred in pump history. Customer's blood glucose (bg) was 51-70 mg/dl; cause was not known. Carbohydrates and glucose tablets were consumed to address bg. As event occurred in the past, recommendation was made for customer to discuss event with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence of device malfunction.

Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged issue speaker issue was verified; however, no failure related to the alleged low bg issue was identified.